Event description:
Patient reported right side pain, recall, and capsular contracture, baker grade unknown. Patient additionally reported intense hair loss, and frontal fibrosing alopecia not related to the device. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.